Event description:
It was reported that one month post implant, the patient felt bad and had chest pain. The patient presented to the hospital for reprogramming and xray showed pericardial effusion. The device was reprogrammed and remained in use. Several months later during the patient's routine follow-up, the device checked out normal but tests showed persistent effusion. At that time, the patient complained of persistent dyspnea. The device and patient are being monitored. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.